Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and a grey battery bar status was observed. It was noted four days prior, the grey bar was observed and the device clinician left the device on the shelf to allow the battery voltage to recover, however, after several days, the grey bar was still noted. The device will not be implanted. There was no patient involvement.